Event description:
It was reported that an ilet displayed an ¿unable to proceed¿ condition following a breakfast meal announcement, consistent with an alarm and restart malfunction. Symptoms included hyperglycemia with a peak of 217 mg/dl. Outcomes included no reported clinical impact such as medical intervention or hospitalization. Investigation included review of device history and complaint details, and shipment of a replacement ilet while the original is awaited for return. Investigation of this case revealed an unresolved device alarm event consistent with a device malfunction; no patient harm was reported and no device component breakage was described. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.